Event description:
Customer complaints blood leak during the treatment. Blood flow rate, 132ml/min, tmp, 135mmhg. The blood loss was insignificant. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info expected for this specific event and the case is considered closed.